Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the inner coil was removed in its entirety and the outer coil was removed in pieces') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included placenta previa (repeat c-section) in (B)(6) 2012, lower abdominal pain, menses irregular, endometriosis, c-section and twin pregnancy. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;levonorgestrel (aviane), nsaids and paracetamol (acetaminophen). In (B)(6) 2012, the patient experienced anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish") and depression ("psych injury,psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (as written) (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and hypersensitivity ("allergy-other"). The patient was treated with surgery (laparoscopic removal of essure devices, bilateral salpingectomies, excision of endometriosis, remova and laparoscopic removal of essure devices, bilateral salpingectomies, excision of endometriosis, coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, anxiety, depression, migraine and weight increased outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity and menorrhagia had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic / abdominal, dysmennorhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). After placement, there were 3 coils protruding from the ostium on the right and 6 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on 18-jan-2013: bilateral occlusion, complete tubal occlusion after essure, both tubes had devices in place, tubal occlusion devices are seen in satisfactory location bilaterally.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2020: event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('the inner coil was removed in its entirety and the outer coil was removed in pieces') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included placenta previa (repeat c-section) in (B)(6) of 2012, lower abdominal pain, menses irregular, endometriosis, c-section and twin pregnancy. On (B)(6) of 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (as written) (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), hypersensitivity ("allergy-other"), menorrhagia ("menorrhagia (heavy menstrual bleeding)" and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopic removal of essure devices, bilateral salpingectomies, excision of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity and menorrhagia had resolved and the device breakage and psychological trauma outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic / abdominal, dysmennorhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). After placement, there were 3 coils protruding from the ostium on the right and 6 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion, complete tubal occlusion after essure, both tubes had devices in place, tubal occlusion devices are seen in satisfactory location bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number added. New event 'device breakage' was added. Patient's medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (as written) (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy-other"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic / abdominal, dysmennorhea (as written) (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event of ¿injury¿ was updated to pelvic pain. New events abdominal pain, dysmennorhea (as written) (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy-other and psych injury were added. Product indication updated. Essure explant date added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('the inner coil was removed in its entirety and the outer coil was removed in pieces') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included placenta previa (repeat c-section) in (B)(6) 2012, lower abdominal pain, menses irregular, endometriosis, c-section and twin pregnancy. Concomitant products included ethinylestradiol;levonorgestrel (aviane), nsaids and paracetamol (acetaminophen). In (B)(6) 2012, the patient experienced anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish") and depression ("psych injury,psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (as written) (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and hypersensitivity ("allergy-other"). The patient was treated with surgery (laparoscopic removal of essure devices, bilateral salpingectomies, excision of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity and menorrhagia had resolved and the device breakage, anxiety, vaginal haemorrhage, depression, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic / abdominal, dysmennorhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). After placement, there were 3 coils protruding from the ostium on the right and 6 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion, complete tubal occlusion after essure, both tubes had devices in place, tubal occlusion devices are seen in satisfactory location bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received event "abnormal bleeding (vaginal),psychological or psychiatric problems condition: depression,and mental anguish, migraines / headaches, weight gain" was added. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the inner coil was removed in its entirety and the outer coil was removed in pieces') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included placenta previa (repeat c-section) in (B)(6) 2012, lower abdominal pain, menses irregular, endometriosis, c-section and twin pregnancy. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;levonorgestrel (aviane), nsaids and paracetamol (acetaminophen). In (B)(6) 2012, the patient experienced anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish") and depression ("psych injury,psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (as written) (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and hypersensitivity ("allergy-other/ allergic reaction"). The patient was treated with surgery (laparoscopic removal of essure devices, bilateral salpingectomies, excision of endometriosis, removal and laparoscopic removal of essure devices, bilateral salpingectomies, excision of endometriosis, coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, anxiety, depression and migraine outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, vaginal haemorrhage and weight increased had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic / abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). After placement, there were 3 coils protruding from the ostium on the right and 6 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion, complete tubal occlusion after essure, both tubes had devices in place, tubal occlusion devices are seen in satisfactory location bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the inner coil was removed in its entirety and the outer coil was removed in pieces') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included placenta previa (repeat c-section) in (B)(6) 2012, lower abdominal pain, menses irregular, endometriosis, c-section and twin pregnancy. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;levonorgestrel (aviane), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish") and depression ("psych injury,psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (as written) (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and hypersensitivity ("allergy-other"). The patient was treated with surgery (laparoscopic removal of essure devices, bilateral salpingectomies, excision of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, anxiety, vaginal haemorrhage, depression, migraine and weight increased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic / abdominal, dysmennorhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). After placement, there were 3 coils protruding from the ostium on the right and 6 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion, complete tubal occlusion after essure, both tubes had devices in place, tubal occlusion devices are seen in satisfactory location bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu(5) and fu(6) processed together. Quality safety evaluation of ptc on 6-mar-2020: fu(5) and fu(6) processed together. Pfs received with her demographic details were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.